Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device reached eri but the physician elected to leave the device implanted. Interrogation revealed that the device was in back-up vvi mode. No further information available.